Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery rapidly depleted from 80% battery life to 5% battery life. There was no impact to customer's blood glucose level. Troubleshooting with tandem technical support was unable to be performed at the time of the report.